Event description:
Orders with the stopdate/time longer than 24 hour ahead don't show up in the worklist.

Manufacturer narrative:
Philips has determined that some physician entered orders are not showing up on worklists. New information received 07 february 2008 identified patient risk. Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation. A final report will be submitted when the investigation is completed.